Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6)-2015, 3690 ventricular sensing integrity counts (sic); high rate-non-sustained (ns) v. Oversensing-noise, and ventricular fibrillation (vf) detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks. On (B)(6)-2015, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 400-600 ohm range. Impedances continue to be high and variable. Rv lead integrity warning occurred on (B)(6)-2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a fracture was suspected. The patient received several inappropriate shocks due to oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo and the distal conductor of the lead was extrinsically over-rotated. The analyst commented, ¿the lead was returned with a in-vivo proximal conductor fracture.¿